Event description:
It was reported that cadd- legacy plus pump had non disposable error, pump finished early. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a scratched screen. The customer stated, problem was not duplicated. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. The device was manufactured nov. 2009, and is out of warranty. Therefore, no manufacturing DHR review is needed.